Event description:
A report was received stating a tracheal tube's balloon was found to be "broken" there was no reported patient involvement.

Manufacturer narrative:
Additional information has been requested from the user facility. As information is obtained, a supplemental report will be issued. Covidien reference: (B)(4).